Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The right atrial (ra) lead also exhibited low impedance measurements. Analyzed data indicated the device had a gate oxide defect that was affecting the pacing output on the ra channel. The device and ra lead were explanted and replaced. No additional adverse patient effects were reported.